Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient was present in the emergency due to chronic lumbar and back pain. The patient's pacemaker system was found to be infected resulting in endocarditis and vegetations on both the right ventricular (rv) and right atrial (ra) leads. Blood culture test results showed recurrent enterococcus faecalis bacterial infection. The pacemaker, rv and ra leads were explanted. The patient was discharged with no reports of adverse consequences.